Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with mild discomfort. An elevated capture threshold and r wave amplitude variation was observed on the device. Lead dislodgement was suspected but was not confirmed visually. The device was reprogrammed to resolve the event and the patient was in stable condition with no adverse consequences.